Manufacturer narrative:
The customer reported that the bsm (bedside monitor) non invasive blood pressure component would inflate but not release the air. The biomedical engineer discovered the issue while testing on his workbench and it was not on a patient. The bsm was received by nihon kohden technical support where they indicated that the bsm returned with external damage to the rear case. Evaluated bsm and duplicated the nibp malfunction "air leak" error message. The nibp board will need replacement to fix this issue. Currently waiting for customer to approve repair cost. Once the repair cost has been approved, the device will be repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) non invasive blood pressure component would inflate but not release the air. The biomedical engineer discovered the issue while testing on his workbench and it was not on a patient.

Manufacturer narrative:
Corrected data: device available for evaluation, device evaluated by manufacturer, manufacturer narrative. Additional information: establishment name, email address, address - line 1 and attn name in the address - line 2, city, state and post office, name, email address, attn name in the address - line 2 and phone number, type of report, establishment name, email address, address - line 1 and attn name in the address - line 2, city, state and post office, name, email address, address - line 1, address - line 2, city, state, post office and phone no., continued email address and attn name in the address - line 2, and state, type of report, follow-up type, event problem and evaluation codes. The customer reported that the bsm (bedside monitor) non invasive blood pressure component would inflate but not release the air. The biomedical engineer discovered the issue while testing on his workbench and it was not on a patient.. The bsm was received by nihon kohden technical support where they indicated that the bsm returned with external damage to the rear case. Evaluated bsm and duplicated the nibp malfunction "air leak" error message. The nibp board was replacement to fix the issue. The device has been repaired and returned. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.